Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Durst pj, heit mh. Polypropylene mesh predicts mesh/suture exposure after sacrocolpopexy independent of known risk factors: a retrospective case-control study. Female pelvic med reconstr surg. 2018 sep/oct;24(5):360-366. According to the available information, of 133 patients implanted with restorelle l or m, ten patients experienced mesh exposure.